Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, during dialysis, the patient had bleeding at the venous end of the catheter, and a crack was found at the venous end upon inspection. The blue connector oozed blood after the crack. There was nothing unusual observe on the device prior to use. Flushing was done prior to use with normal result. Tego was not utilized. There were no other product being utilized with the device. On (B)(6) 2024, the patient came with the venous end connector and asked if it could be replaced. The patient was told that it could not be replaced. It was recommended to be hospitalized to replace the long-term hemodialysis catheter, and the patient expressed consideration and the catheter replacement proceeded. There was blood loss and blood transf usion was not required due to the event.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, during dialysis, the patient had bleeding at the venous end of the catheter, and a crack was found at the venous end upon inspection. The blue connector oozed blood after the crack. There was nothing unusual observe on the device prior to use. Flushing was done prior to use with normal result. Tego was not utilized. There were no other product being utilized with the device. On (B)(6) 2024, the patient came with the venous end connector and asked if it could be replaced. The patient was told that it could not be replaced. It was recommended to be hospitalized to replace the long-term hemodialysis catheter, and the patient expressed consideration and as a remedial action, the catheter replacement proceeded. There was eventual blood loss of 1 ml and blood transfusion was not required due to the event.